Event description:
The hcp reported the pt had been experiencing increased pain and signs of withdrawal. A large residual was found in the pump. The pump was explanted and replaced. The pt is reported to have recovered without sequela and the pump is doing fine.